Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl. The pod was leaking while worn for between 5 and 24 hours. The patient reported the cannula was bent and being unsure if the cannula was properly inserted in the infusion site (arm). As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The received device had the cannula assembly fully deployed. Inspection of the bottom housing and environment seal found no damages that would indicate that the needle mechanism deployed into them. Inspection of the needle found the hard cannula to be turned 90 degrees clockwise. It could not be conclusively determined if the misaligned hard cannula contributed to the reported event.